Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of zero results on a cobas 6000 c (501) module. The customer provided an example of erroneous results for 1 patient tested for vancomycin. The initial vancomycin result was 1.7 (unit of measure not provided). This result was reported outside of the laboratory and questioned by the doctor. The sample was repeated and the result was 19. There was no allegation that an adverse event occurred. The vancomycin reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found that the sample probe was out of position and was rubbing against sample tubes. Multiple attempts were made to correctly align the sample line with the sample position; however, the issue was not resolved. The sample line was eventually replaced on (B)(6) 2017. Quality controls were run and all results were acceptable. The customer has had no further issues since the sample line was replaced.

Manufacturer narrative:
The measuring range for vancomycin is between 1.7 ug/ml - 80.0 ug/ml. Expected result ranges are defined by the laboratory, but the customer had not set the test flag measuring range. When expected result ranges are set in the instrument, results lower than the measuring range would be flagged with a "<test" and would be blocked by the host system automatically. The investigation determined that the issue with the misadjusted sample line found by the fse was the root cause of the event. It is not clear what caused the sample line to become misadjusted. A misadjusted sample line can cause misadjusted sample tubes and sample aspiration can be affected. The service activities performed by the fse were appropriate for this issue. The module is running within specification.

Manufacturer narrative:
The unit of measure for the vancomycin results was clarified to be ug/ml.